Event description:
When waking after anesthesia post cryoablation procedure, the patient was noted to be lethargic. Patient went to post-anesthesia care unit and physician was notified 30 minutes after patient arrived that patient was unable to move right side and was unable to speak. Neuro consult done and CT revealed stroke. Patient is currently in rehab making physical improvements but remains unable to speak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for investigation. Bin files were analyzed and do not show any system notice for the date of case. Bin files show that at least 15 injections were performed with the catheter. There was no indication of product malfunction.